Manufacturer narrative:
The returned device was evaluated and the investigation of the pod found no damages or manufacturing deficiencies that would result in an infection at the infusion site. The cause of the reported infection could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours 373 mg/dl. It was reported the patient had pink inflammation as well as a bump at the pod infusion site (abdomen). In addition once the pod was removed from the infusion site the cannula was found to be bent. The patient applied a new pod and delivered a bolus with the new pod. The patient went to a clinic where they were diagnosed with cellulitis and blood tests were performed. The patient was prescribed clindamycin to be taken 3 times daily. In addition the patient was advised to keep a hot compress on the infusion site. The patient was at the clinic for about 40 minutes.